Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and found error codes recorded in the memory log relevant to the malfunction. The cse replaced the backup power supply printed circuit board (pcb) and the battery. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref: (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator generated an inoperable vent error code. There was no pt involvement.